Event description:
While the patient was receiving medication through the minimed, the minimed began to alarm and read "instrument fault. Service required 111". All channels then started flashing a red light. All drips then closed. I was unable to report or use any channel. After turning the minimed off and back on, the machine continued with the issue as stated above.